Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for two patients. Patient a and b samples were tested for accu tni and results of 63.3 ng/ml and ">95.0 ng/ml" were obtained respectively. The results were not reported out of the lab. The specimens were re-tested and lower results were obtained for both patients: patient a: 0.02 ng/ml and 0.03 ng/ml. The result of 0.03 ng/ml was reported out of the lab. Patient b: "a value in the normal reference range was reported". The exact result was not supplied. There was no effect to the patients as a result of this event.

Manufacturer narrative:
Qc and system check information was not supplied. No errors were posted in the event log. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic testing which partially failed. The fse replaced: seals, o-ring, and valve of the substrate pump, and then repeated the diagnostic testing, which failed again. The fse decontaminated the substrate system and the diagnostic testing passed. The fse performed hardware verification protocol and all results passed. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.